Event description:
It was reported that the patient's device was disabled in the past due to nausea and vomiting, which resolved after disablement. The device was recently turned back on and no issues were reported. No further relevant information has been received to date.